Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a cystic clipping procedure, a millimeter screw escapes from the applicator. The screw was taken out of the patient's stomach. There were no clinical consequences.

Event description:
It was reported that during a cystic clipping procedure, a millimeter screw escapes from the applicator. The screw was taken out of the patient's stomach. There were no clinical consequences.

Manufacturer narrative:
Qn#(B)(4). Upon review of the device history records for the affected lot number , we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. Prior to shipment, our instruments undergo a 100% functional inspection. If there had been any improperly inserted rivet, this would have been detected. As the draw rod ball of the insert is overstretched and strongly deformed, we suspect that it was damaged as a result of overstressing by applying massive pressure via the handle or as a result of improper use. No further measures will be initiated; this complaint is being rejected by us. The instrument in question will be scrapped by us unless any other instructions are received within 12 weeks.

Manufacturer narrative:
(B)(4). No DHR was performed, due to the lot code 18c353 that was provided is not an official lot code in system by teleflex. A root cause could not be defined as the complaint instrument was not returned by the customer.

Event description:
It was reported that during a cystic clipping procedure, a millimeter screw escapes from the applicator. The screw was taken out of the patient's stomach. There were no clinical consequences.